Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button and was unable to clear the alarm. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 123mg/dl at the time of the incident. The customer stated that the buttons were also unresponsive. The customer also stated that the insulin pump was by the pool, it was hot, but the insulin pump did not get wet leading to the keypad issues. The customer stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during test noted. Time advanced properly. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.